Event description:
Customer states they have had numerous incidents of inability to obtain full core sample; inability to extract core from needle. As result, some patients have been stuck three or more times; some procedures have been aborted.